Event description:
It was reported that during bronchoscopy, the inner cannula collapsed upon itself lengthwise causing the bronchoscope to be lodged in the airway and also making it impossible to remove the inner cannula. The patient required simultaneous removal of both the bronchoscope and cannula. A new cannula was inserted without any reported patient injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). Additional follow up efforts were performed to collect information related to patient identifier. New information provided confirmed that no additional information is available. Information has been added to the database.

Manufacturer narrative:
The sample was discarded by the customer. The customer did not retain the lot number. Three 60xltcp samples were taken from manufacturing stock with 3 different lot numbers. Examination confirmed in each there was no obstructions or occlusions in the main stem of the inner cannulas and the internal diameter was to specification. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The customer stated that they probably used the wrong size bronchoscope. This complaint is a human factor or user error and the malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).the device is not being returned for investigation as it was discarded by the customer.